Event description:
An electric report was received from a peritoneal dialysis patient who reported he could not connect to the first connector on the dialysis treatment set. There was no report of patient injury. A sample is available for an evaluation.